Event description:
Dr (B)(6) was nearly finished with a leteral elbow (approx 63 seconds) when the needle disengaged from the handpiece, sticking out of the patient's elbow, where dr (B)(6)removed it promptly. This is now the second time in the past month that this has happened with dr (B)(6). She is no more aggressive with the micro tip than other physicians.

Manufacturer narrative:
The reporter was present during the event. The doctor intervened by removing the needle and finishing the procedure with a different unit. By design (shape of nose cone and length of needle), the needle can never be fully implanted if it separates and remains in the patient. There were no injuries or adverse events to the patient due to the unit malfunction. Inspection of the handpiece confirmed the needle broke off at braze joint. A small portion of needle still remained attached to the interior of the braze joint. Small stress marks on the nose cone indicate aggressive technique. Stress marks on nose cone indicated contact with hard object (i.e. Bone, calcification). Historically, breakage occurs during side-load force due to aggressive behavior. Refer to our internal document (B)(4). The doctor was contacted three times for additional information, but was unavailable to speak to.